Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is low o2/yellow light and the unit alarm is not functional. The key failure is the on off switch is broken and no alarm.